Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the drip chamber had separated from the burette. A microscopic inspection found that the drip chamber and burette sealing surface did not have evidence of solvent residue. The remaining solvent bonds were pull tested without issue. The cause of the separation was a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that the drip chamber of a clearlink buretrol solution set separated from the burette chamber. This occurred during set up. The reporter stated that there was no noticeable damage to the set or shipping container observed before the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.